Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2,000.0 mcg/ml of baclofen at 783.6 mcg/day via an implantable pump for intractable spasticity. It was reported a seroma was identified at the pump pocket site. The event date was provided as (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, the physician reported the site was already drained twice. No spinal fluid was found at the site or in the serum. The hcp opened-up the pump pocket site, drained the fluid, and closed the wound site. It was reported the issue was resolved at the time of the report. The patient¿s status at the time of the report was provided as alive - no injury. Other medications being taken at the time of the event, patient weight, and medical history were unknown. No further complications were reported or anticipated.